Event description:
New information received indicated that the noise was over-sensed.

Event description:
It was reported that the patient's atrial lead exhibited noise causing over pacing. A lead fracture was noted. The lead was capped and replaced on (B)(6) 2025. The patient was stable.